Manufacturer narrative:
Product condition received: the product was returned with the membrane loosely folded and blood visible on the exterior of the catheter. The insertion kit components were also returned. Three kinks were found on the catheter tubing/inner lumen near the y-fitting located approximately 74.2cm, 74.9cm and 75.7cm from the iab tip. Product evaluation: the technician attempted to aspirate/flush the inner lumen and was unable to do so. The technician then attempted to insert the 0.025" guide wire returned through the inner lumen and found that the inner lumen was occluded and resistance was also felt at the kinked locations. The technician was able to clear the occlusion and dried blood was observed at the tip of the guide wire. Conclusion: either a kink or dried blood occluding the inner lumen can cause difficulty during aspiration of the inner lumen. It is difficult to determine when the kinks occurred. A review of the device history does not indicate any lot specific issues. (B)(4).

Event description:
After inserting the iab percutaneous on right leg, confirming by x-ray that the iab was in the descending aorta, aspiration through the inner lumen could not be done. It was confirmed by angiography, that the balloon was in the descending aorta. By cta check, there was no aortic dissection. Two balloons were used with same problem. Aspiration through the inner lumen could not be done. Saline or contrast could be injected through the inner lumen. Used low molecular weight heparin, normal coagulation.